Event description:
Through contacts on 11 sept 2007, 13 sept 2007 and 05 oct. 2007, the sales rep reported that the surgeon used the polyaxial screwdriver for a removal surgery to address adjacent disc disease without issue and then attempted to use the same driver during an initial case on four days prior to original date. The instrument did not malfunction during removal case, however the instrument would not function properly during the initial surgery on the same day, due to stripped hex on the driver. The surgeon used another driver in the kit to complete the case without pt injury or extension of surgical time.

Manufacturer narrative:
Eval is pending.